Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: item # unk, hip-unknown-liners-unk, lot # unk; item # 00771101500, femoral stem, lot # 61170469; item # 00620205422, cup, lot # 611257414; item # 00620105400, locking ring, lot # 62628006. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-02364, 0001822565-2018-02365.

Event description:
It was reported that a patient¿s creatinine began to rise and subsequently went into kidney failure approximately 3 weeks post revision surgery due to infection. Patient was admitted to the nephrology unit for one week, and was diagnosed with acute interstitial nephritis secondary to antibiotic therapy received post revision surgery. Patient has no history of renal dysfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: the following sections have been corrected: reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.